Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is  no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The customer confirmed that the device will be permanently removed from service. The device has not been returned to physio-control for an evaluation. The cause of the reported event could not be determined.

Event description:
The customer contacted physio-control to report that their device will not power on. As a result, defibrillation would not be possible, if it were necessary. There was no patient use associated with the reported event.